Manufacturer narrative:
Product analysis: the device was returned due to "aortic insufficiency and aortic stenosis." Gross morphological and histopathological examination revealed all three leaflets contained calcifications and were fibrotically thickened. Tears were noted in leaflet 3. Circumferential pannus ingrowth was also noted on the outflow surface of leaflet 1 and on both the inflow and outflow surface of leaflet 2, which narrowed the inflow diameter. Leaflet 3 contained thrombus near each stent post. No inflammation was present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the reported event is consistent with calcifications, tears, and pannus, however, the exact cause remains unknown.

Event description:
On (B)(6) 2012, a 27mm trifecta valve was implanted. On (B)(6) 2017 the trifecta valve was explanted due to aortic insufficiency and aortic stenosis. Upon explant calcification was noted on the valve. A second 27mm trifecta gt valve was implanted successfully. The patient is recovering. Pt weight is unknown.

Event description:
On (B)(6) 2012, a 27mm trifecta valve was implanted. On (B)(6) 2017 the trifecta valve was explanted due to aortic insufficiency and aortic stenosis. The patient is recovering.